Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that, during an elective ipg replacement, the extension was shown to have some contacts with impedances. In turn, the extension was explanted and replaced to resolve the issue.